Event description:
It was reported by the arjohuntleight rep: "pt normally ambulatory with assistance, had fallen to the floor. Staff was using maximove to lift pt off floor and into bed. Pt was in sling, attached to lift, raised 1-2 inches off floor when mast completely separated from chassis and fall over, sending pt and caregiver to the floor. Per administrator, at the time of incident pt denied injury, caregiver complained of neck/back pain and went to the ER."

Manufacturer narrative:
(B)(4). Add'l info will be provided upon conclusion of the MFR's investigation. (B)(4).